Manufacturer narrative:
H10: the device was used in treatment. Case log files and screenshots were returned for evaluation. Device history record review found that the software version 6.1.03 has been validated. A complaint history review identified similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio system instructions for use released at the time of the complaint provides instructions for the user in the tibia implant planning and placement section: ligament balancing. The user is instructed to place the leg in full extension and apply constant and maximal stress to the operative ligament. Review of the case screenshots found that screenshots were not manually taken when visualizing and checking the cuts with the cut guide; therefore, we were unable to confirm the errors described when validating the cut. Factors that may have contributed include the surgeon's technique stressed the joint during the "stressed rom" stage (holding the femoral tracker pins and levering the knee open) by adding additional force. This caused a false gap that could have led to the issues during planning and execution. Other possible contributing factors include the user holding the femoral tracker pins could have also bent the pins or tracker, causing a discrepancy between the physical bone and what was showing on the software, and that possibly after checking the cut with the first cut guide and then checking with the manual instrumentation cut guide, it may not have been completely pinned and flush resulting in a discrepancy. It is recommended that the surgeon stress the joint during the "stressed rom" stage as per the instructions for use. The probable cause of the issue was user error. A relationship between the device and the reported event not could be established. Per complaint details, the device malfunctioned during use; however, based on the product evaluation findings, currently unable to rule out a procedural variance as a contributing factor to the reported event as the results were not reproducible when the surgeon "stressed the joint as recommended". Based on the information provided, the patient impact beyond the reported slight varus outcome, the reported gap discrepancy, and the unspecified surgical delay could not be definitively determined as per the field report, "no patient injury" resulted and the "overall outcome was good". No further medical assessment is warranted at this time.

Event description:
It was reported that in tka case, doctor stressed the joint pretty aggressively by holding the femoral tracker pins and levering the knee open. Discussed changing technique and using a less aggressive opening maneuver but doctor is resistant to this. Also, will not open the joint with an instrument (z, osteotome, etc). Did not recollect stressed rom in either case because feels that with first stress taken was getting good numbers. Doctor felt that the distal cutting block did not execute cut well. Pinned the distal cut block with the visualization tool under 1.0, however when validating the cut with the tool after making the cut, said that had cut in 1.5-1.7 of varus, so cutting femur in varus and adding 1 degree of varus to the tibia probably resulted in 3 degrees of varus outcome, but overall outcome was good.